Event description:
Account reports one incident in which the roller clamp was adjusted to infuse at a rate of 100cc/hour. The nurse returned in one hour and noted 1000cc's had infused. Due to the excessive fluid introduced, pt required lasix. No negative outcome to pt. Reporter unwilling to allow writer speak with nurse for additional info.